Event description:
It was reported that a balloon ruptured occurred. A 4.00 x 8mm synergy megatron drug eluting balloon expandable stent and a non boston scientific stent positioning system was used for treatment. The synergy megatron would not release and the balloon was noted to be pierced. The synergy megatron was recovered. No further patient complications were reported in relation to this event.